Event description:
It was reported that a user of the ilet experienced a hyperglycemia event with a blood glucose of 353 mg/dl and performed a full supply change prior to contacting support; the agent advised waiting 90 minutes to assess whether glucose trended down and stabilized, and the user declined a callback. Symptoms included hyperglycemia. Outcomes included no hospitalization and self-management with monitoring. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed an unclear cause with no specific device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.